Manufacturer narrative:
The manufacturer previously reported information alleging a patient experienced device screen does not turn on / screen remains black while using a dreamstation 2 advanced auto CPAP. There was no serious patient harm or injury. There was no medical intervention reported. The dreamstation 2 advanced auto CPAP was returned to the third party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device does not turn on and internal damage in the pcba (printed circuit board assembly) was identified. The pcba burned. The following error codes were found in the device log history: e-15 (err_cycle_handler_overrun/cpu failed component) and e-400 (err_message_crc_failed /or action suggested to load latest software, run through post-test station, then replace pca and test). In conclusion, the pcba needs to be replaced. The root cause is not confirmed at this time. The dreamstation 2 advanced auto CPAP was returned to the product investigation lab (pil) for additional testing. Using a known good power supply and power cord, pil confirmed the device powers on, the display screen is not working, therapy would not initiate, and a burning odor was detected. What appeared to be burn marks were observed on the ui (user interface) display bezel, ui ribbon cable, and iso port, likely due to thermal damage to the pca. The ribbon cable was also observed to have possible corrosion on it. The q4 component of the pca was observed to have thermal damage and the pca was observed to have areas of corrosion to it, both likely due to liquid ingress. Additionally, a dust-like contaminant was observed on the ui display bezel, top enclosure, center enclosure, iso port, inside the inlet of the blower box, on the blower, blower box, heater plate, and bottom enclosure. What appeared to be dried liquid spots with potential mineral deposits were observed on the top enclosure, center enclosure, iso port, heater plate, and bottom enclosure. The issue of liquid ingress to the pca has been previously investigated as documented in CAPA 3376332. Pil was able to confirm the complaint, but not address the symptoms specified. The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Updated: device available for eval updated. Date device returned updated. Evaluation method code updated.

Event description:
The manufacturer received information alleging a patient experienced device screen does not turn on / screen remains black while using a dreamstation 2 advanced auto CPAP. There was no serious patient harm or injury. There was no medical intervention reported. The dreamstation 2 advanced auto CPAP was returned to the third party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device does not turn on and internal damage in the pcba (printed circuit board assembly) was identified. The pcba burned. The following error codes were found in the device log history: e-15 (err_cycle_handler_overrun/cpu failed component) and e-400 (err_message_crc_failed /or action suggested to load latest software, run through post-test station, then replace pca and test). In conclusion, the pcba needs to be replaced. The root cause is not confirmed at this time. The third-party service center stated the device will be forwarded to the manufacturer product investigation laboratory (pil) and investigated further. If additional evaluation information becomes available a follow up report will be sent.